Manufacturer narrative:
An event of device deformity could not be confirmed via returned device analysis. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 16mm amplatzer septal occluder was selected for implant using a 7f amplatzer trevisio delivery system. During device preparation, the occluder had good deployment when tested outside of the patient. The occluder was then delivered to the implant location, however cobra deformation of the left disc occurred during deployment. The occluder was re-sheathed and deployed again, however the deformation persisted. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient and was removed and inspected outside of the patient, where cobra deformation continued to persist. The device was exchanged for a new 16mm amplatzer septal occluder, which was successfully implanted. The patient was reported to be in stable condition.